Manufacturer narrative:
Additional information is not available at this time. If additional information is received, a supplemental will be submitted accordingly.

Event description:
It was reported that a patient with an onkos pelvic reconstruction case experienced an alleged infection. Additional details are not known at this time.

Manufacturer narrative:
On 15 september 2025, it was reported by the field representative that the device involved in this event is not an onkos legally manufactured device. Therefore, this MDR report is no longer applicable/ required.

Event description:
On 15 september 2025 additional information was received. It was reported that this adverse event is not an onkos legally manufactured device. Therefore, this MDR report will be corrected in this supplemental report.